Event description:
Information received by medtronic indicated that the insulin pump was beeping randomly. Customer stated that they did hear beeps when audio volume settings were saved. Customer reported that they did hear the differences between the two audio beep volume levels. The issue was not resolved after troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.